Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had an implanted xen®45 gts in an unknown eye that functioned well and then failed with no known reason. It was expected that the xen tube blocked but no evidence available.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had an implanted xen®45 gts in an unknown eye that functioned well and then failed with no known reason. It was expected that the xen tube blocked but no evidence available.